Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 427 mg/dl) and ketones were moderate to high. Infusion set sites were changed, air bubbles were removed and boluses were delivered to address bg. Customer alleged pump was not delivering insulin properly. Customer reverted to using an alternate pump for insulin therapy. Customer reported that air bubbles were observed in the tubing and elevated bg may be related to the elevated bg. Customer also reported having issues with loading pump supplies due to a learning curve. Upon follow up, customer met with a trainer has become more comfortable with the pump. Customer acknowledged pump was functioning as intended and no further action was required.